Manufacturer narrative:
One mrx li-ion battery pack was returned for failure analysis. The reported problem was verified during lab tests. Battery calibration test failed with battery capacity below 90% threshold. The battery was faulty.

Event description:
It was reported to philips that the battery failed. There was no reported patient involvement/adverse patient impact.